Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis revealed weekly battery voltage trend data shows minimum battery voltage is 3.0 to 2.66 volts between (B)(6) 2012 and (B)(6) 2013. Recommended replacement time indicator is less than or equal to 2.62 volts. (B)(4).

Event description:
It was further reported that the device was explanted and was replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed weekly battery voltage trend data shows minimum battery voltage is 3.0 to 2.66 volts between (B)(4) 2012 and (B)(4) 2013. Recommended replacement time indicator is less than or equal to 2.62 volts. Concomitant products: 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported, the device battery longevity performance was not compensatory with the programmed parameters and therapy usage. The device remains in use. No patient complications have been reported as a result of this event.